Manufacturer narrative:
Evaluation codes updated to comply with FDA coding guidance changes. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the patient had high impedances on contact 0 on (B)(4) 2018 that resolved without sequelae on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was clarified that the reason for the implantable neurostimulator (ins) replacement was due to normal battery depletion. It was also noted that the patient's baseline weight was (B)(6) lbs. The cause of the previously reported high impedances was stated to be unknown. The etiology was also updated to related to the device/therapy and not related to the implant procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The etiology was updated to possibly related to the implant procedure. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for essential tremors and movement disorders. It was reported that high impedances were discovered on contact #0 since an implantable neurostimulator (ins) change. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and possibly related to the implant procedure; the ins was noted. There were no actions/interventions taken to resolve the event at the time of this report; the issue remains ongoing. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was determined the issue resolved without sequelae on (B)(4) 2018. The impedances were found normal. No further complications were reported/anticipated.